Event description:
It was reported that, during a procedure using a capio slim, the device failed to deploy. The patient was on the operating table while figuring out if the facility could courier more stock in the hospital. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of procedure cancelled.